Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune femoral impactor broke at the point it attaches to the universal attune handle. It broke away from the patient so nothing needed to be retrieved from the patient. No surgical delay.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4) investigation summary ==> the investigation confirmed the reported event. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.